Event description:
It was reported this balloon ruptured on the first inflation during pre-dilatation of an arteriovenous fistula graft prior to stent placement. Following withdrawal of the balloon catheter it was noted the distal segment of balloon material had detached and remained in the pt. The balloon material was not retrieved and is believed to be in the pulmonary artery. Another balloon catheter was used to successfully complete the pre-dilatation without further incident. The pt remains asymptomatic. The device is currently being evaluated by this MFR. A supplement will be forwarded following the completion of the engineering eval. At this time, co is unable to determine the exact cause for this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."